Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was 150 mg/dl. The troubleshooting was performed. The customer was advised to disconnect tubing and reservoir, the reconnect tubing and reservoir. The customer was advised to change the entire infusion set system as soon as possible . The customer states that they do not have another infusion set for testing. The customer stated that she will make a complete reservoir/set change when she gets home.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.